Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® lh pst¿ ii plus blood collection tubes, thirty (30) tubes did not have the label on them. No adverse impact was reported regarding the patient or user.